Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1927pst-475 peek corkscrew ft broke upon inserting into the bone socket. The broken fragments were retrieved, and the case was completed using another ar-1927pst-475 peek corkscrew ft. This was discovered during a procedure on (B)(6) 2023. Additional information received on 8/8/2023: this was discovered during an rcr procedure, and there was only a brief delay; the patient was not harmed.

Manufacturer narrative:
The allegation is approved based on the image submitted for evaluation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.